Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose value was 67 mg/dl at the time of the incident and current blood glucose was 197 mg/dl . Other blood glucose was 507 mg/dl. Customer treated with food and insulin pump. Product will be returned device for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08770 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing.